Manufacturer narrative:
H3 plant investigation: although it was stated that the complaint device was available to be returned, as of 01/07/2020 no product has been received by the manufacturer for physical evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no other reported complaints against the lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred approximately two hours into a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be very minor; drops of blood were observed leaking externally from the venous end of the dialyzer, where the header threads onto the body of the device. It was reported that the machine, a fresenius 2008t, did not alarm. Blood leak test strips were not used. There was no damage found on the dialyzer. Most of the patient¿s blood was returned; their estimated blood loss (ebl) was approximately 10 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient successfully completed their treatment after being set up with new supplies on the same machine. The complaint device was available to be returned for a physical evaluation.